Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 576 mg/dl and sensor was reading 299 mg/dl. Customer reported by the fifth day the sensor was not accurate. Customer stated blood glucose was running higher than normal due to throat infection, treated with manual injections. Customer stated he was hospitalized the next morning blood glucose was 406 mg/dl and sensor was 200 mg/dl. Symptoms were nausea and vomiting. Chest pains and throat infection were the significant events that caused the hospitalization. The drive support cap was reported recessed. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Customer was advised the device was working as designed. Customer was advised to monitor the device. No further information reported.